Event description:
The customer complained about a result for one patient who was tested for parathyroid hormone - pth, intact (stat "short turn around time"). The patient was diagnosed with hyperparathyroidism. All patient values were reported outside of the laboratory. In august 2013, the patient had a pth stat result of 4020 pg/ml. In (B)(6) 2013, the patient had a pth stat result of >5000 pg/ml. On (B)(6) 2014, the patient had an operation for hyperparathyroidism treatment. On (B)(6) 2014, the patient had a pth stat result of >5000 pg/ml. This sample was repeated in another laboratory and resulted as >5000 pg/ml. On (B)(6) 2014, the patient had a pth stat result of 349 pg/ml. On (B)(6) 2014, the patient had a pth stat result of 873 pg/ml. This sample was repeated and resulted as 826.7 pg/ml. On (B)(6) 2014, the patient had a pth stat result of >5000 pg/ml. This sample was repeated at another laboratory and resulted as >5000 pg/ml. The physician did not accept the pth stat result from (B)(6) 2014 since he thought it was too high. The patient was not adversely affected. The pth stat reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided.

Manufacturer narrative:
The patient is a kidney dialysis patient. After the last pth result of >5000 pg/ml, testing was performed two additional times. The customer was asked, but could not provide specific result data. The customer did state that the first additional result was decreased and after a few days, the second additional sample increased to >5000 pg/ml again. The physician did not complain about the issue again.

Manufacturer narrative:
This event occurred in (B)(6).